Event description:
It was reported that a spectrum pump had a door latch error. It was also reported there was pt involvement, but that there was no associated pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door latch error, which was confirmed and reproduced as a door not fully latched alarm. The messages were found to be caused by a loose upper link screw. The link screws were replaced to correct this condition.